Event description:
Customer reported device = 532 mg/dl. Customer went to the hospital 2-3 hours later. Hospital device = 150 mg/dl. Customer was kept for observation, given water, and released. No controls were used. Strips were expired. A request was made for return product and replacement product was sent.